Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan, on november 23, 2007 alleging that the gluco touch plus meter was giving an inaccurate high reading. The lfs contacted the patient for additional information and confirmed/verified following information. In 2007 at around 2:00 pm, the patient felt palpitations, nausea and a shivering all over the body. Her daughter called an emergency doctor. The doctor arrived within 15 minutes and tested the patient on dr's meter. The reading of 3.4 mmol/l was obtained on the meter. The patient was diagnosed for hypoglycemia and was given glucagon injection, but the patient did not recall the dose/strength of the injection. The patient felt better after receiving a shot. The patient was taken to the hospital. At 3:45 pm, the doctor retested the patient and the reading of 7.2 mmol/l was obtained. She was discharged from the hospital on the same day at 5:00 pm. After coming home, she felt very "flabby". At 6:00 pm, the patient ate bread with curd cheese and herbs. She did not test her blood sugar on the meter but took her usual dosage of diabetes medication. This condition continued until the next morning. It was informed by the patient that she takes metformin al 850 mg, injects 36 units of basal insulin as well as 30 units of regular insulin before breakfast, 30 units of regular insulin at midday and metformin al 850mg, 30 units of regular insulin in the evening and 36 units of basal insulin at night. She also reported to take her usual medication without missing/skipping any dose. She ate as usual. The patient also reported that on the day of incident at 7:00 am in the morning, she obtained a result of 12.7 mmol/l. She ate a half bread and curd cheese. After a few minutes, she tested herself and obtained results of 15.7 mmol/l. At around 10:00 am, she drank one cup of coffee and ate a big yogurt with fruits. At 12:30, the patient ate a plate of noodles with hashsauce. It was mentioned that the patient gets usual readings between 6-8 mmol/l. The patient also suffers from cardiac flutter and takes captobeta, verapamil 240 mg and "fisumed" 40 mg for her heart condition. The customer service representative (csr) verified that the patient's testing and cleaning the puncture area technique were correct. The meter was set to correct unit of measurement at the time of testing. Replacement products were sent. This complaint is being reported due to the fact that the meter displayed high readings (12.7 and 15.7) that were not consistent with the patients lack of symptoms at the time and afterwards the patient developed the symptoms suggestive of hypoglycemia and received treatment from the doctor for her hypoglycemia condition. She also ended up going to the hospital.